Event description:
It was reported that an epileptologist's handheld computer would not hold charge for long. Epileptologist stated that the battery would deplete after interrogating his second or third patient after fully charging the handheld. A new handheld was sent to the physician and the reported handheld was returned to the manufacturer to undergo product analysis.